Event description:
It was reported that during a da vinci-assisted tongue base resection-benign surgical procedure, the right master tool manipulators (mtm) were not moving. The operating room staff, called technical support to report that the right-hand control on the sp was frozen. Prior to calling in, the site converted to open surgical procedure. The intuitive surgical, inc. (Isi) technical service engineer (tse) was unable to view live logs from the system. The isi tse asked if the caller could verify instrument assignments, but the caller stated that the system had been taken away. The caller stated that they performed a reboot on the system with no change. The caller was requesting the field service engineer (fse) to follow up. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The isi fse did not find any errors. The psm was locked. The system was tested and verified as ready for use. No image or video clip for the reported event was submitted for review. System logs for the event were not available for review. This complaint is being reported due to the following conclusion: the customer converted to open procedure after the start of the procedure due to an error message on the system. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Field is blank because the product is not implantable. Information for the blank field is not available. Fields are not applicable.